Manufacturer narrative:
(B)(4). Concomitant medical device: architect c8000 analyzer, list # 1g06-01, serial # (B)(4). Architect c16000 analyzer, list 3l77-01, serial # (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated they were about to use new clinical chemistry albumin bcg cartridges and noticed the quality controls was out of range high and the reagent appearance was lighter in color than other cartridges. Seven cartridges of the clinical chemistry albumin bcg lot 77056hw00 were lighter in color that did not recover quality controls within range. The customer stated when the reagent cartridges were replaced with other, more colored reagents, the controls recovered within range. The customer was not aware of any troubleshooting procedures performed to date although, suspected the assay may have been recently recalibrated. All instrument maintenance was current and the customer agreed to fax (B)(4) charts, assay parameter files and calibration reports for the seven suspect cartridges for evaluation by abbott. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect analyzer, list # 1g06-01, serial #'s (B)(4), architect analyzer, list # 3l77-01, serial #'s (B)(4), architect analyzer, list # 3l77-01, serial #'s (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.